Event description:
The product was used during an ovariectomy procedure. Reportedly, the instrument did not fire and jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.